Event description:
It was reported that the fowler could not lay flat due to the CPR mechanism out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler could not lay flat due to the CPR mechanism being out of alignment and not the fowler clutch as previously reported.

Event description:
It was reported that the fowler could not lay flat due to fowler clutch misalignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.